Manufacturer narrative:
Investigation summary: 1. Lot#: 9064702 DHR was reviewed and no qn found. 2. Manufacture records were reviewed, no abnormal was found. 3. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. 4. Clog and np gap test was conducted on 14pcs retention samples and all no needle clog or np gap fail found. 5. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. 6. Base on investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: based on the investigation above, the certain cause cannot be concluded at the moment. However, we will keep monitor on similar issue from filed and trending regularly. Rationale: the severity of cannula clog is moderate(s3), the actual complaint rate of pen needle clog is less than 1 cpm(o1) since from 2017. According to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It was reported that 4 pen needle 32gx4mm were unable or difficult to prime. Product defect was noted prior to use. The following information was provided by the initial reporter: it's noticed that cannula clogged and completely prevent fluidic fill in & fill out during priming.